Event description:
The patient contacted animas on (B)(6) 2012 and stated the down arrow and ok keypad buttons were intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. When booting up to the verify screen, the pump scrolls down without any user intervention. The keypad was removed to investigate, revealed contamination under the contrast and down arrow key contacts. The ok key contact was found to be misaligned. Unrelated to the complaint, there was evidence of corrosion observed inside the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.